Event description:
Iridex became aware of an adverse event from literature review. A study was conducted to investigate the clinical efficacy and safety profile of micropulse transscleral cyclophotocoagulation (mp-cpc) in patients with refractory glaucoma. The study noted 2 patients with phthisis,7 patients with hypotony and 13 patient with loss of visual acuity after micropulse transscleral cyclophotocoagulation. The study concluded that mp-cpc is an effective treatment for patients with refractory glaucoma and that shorter treatment times with more frequent repeat treatments may be considered given the incidence of significant vision loss in this study. No patient followup information has been provided in the article. Literature reference: "clinical efficacy and safety profile of micropulse transscleral cyclophotocoagulation in refractory glaucoma - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/29521718/.